Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed alarm and insulin pump stopped working. The customer¿s blood glucose was 180 mg/dl. Customer states they received failed battery alarm and clear after battery changed. Customer reports they were unable to clear the alarm. Troubleshooting was not performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.